Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak when the cassette was removed from the cycler. Fluid leaked from the cycler door and a hole in the drain line. The patient reported receiving an m31 air detected in cassette alarm during drain 1 of 4 of treatment. Treatment was cancelled due to not being able to clear the alarm. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the module area and on the external of the cassette. The flow alert was set to yes. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which has not been used yet due to the patient being at work. The patient stated that they have two cyclers, one is used at work, and one is used at home. The cycler has been returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak when the cassette was removed from the cycler. Fluid leaked from the cycler door and a hole in the drain line. The patient reported receiving an m31 air detected in cassette alarm during drain 1 of 4 of treatment. Treatment was cancelled due to not being able to clear the alarm. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the module area and on the external of the cassette. The flow alert was set to yes. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which has not been used yet due to the patient being at work. The patient stated that they have two cyclers, one is used at work, and one is used at home. The cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A 3 hour ast test was performed and passed with no issues there were no fluid leaks in the test cassette. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid found underneath the pump assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak when the cassette was removed from the cycler. Fluid leaked from the cycler door and a hole in the drain line. The patient reported receiving an m31 air detected in cassette alarm during drain 1 of 4 of treatment. Treatment was cancelled due to not being able to clear the alarm. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the module area and on the external of the cassette. The flow alert was set to yes. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which has not been used yet due to the patient being at work. The patient stated that they have two cyclers, one is used at work, and one is used at home. The cycler has been returned to the manufacturer for physical evaluation.